Event description:
A malfunction alarm identified as malfunction 13 was reported, and it was determined that the issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact. The customer planned to use a backup insulin pump temporarily. Technical support arranged for a replacement pump with updated software to be sent to the customer. The customer was instructed on returning the faulty pump and acknowledged the steps for setting up the new one.